Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator electrode cable is faulty; an "x" persists even if connected to the electrical socket. There was no reported patient involvement.